Manufacturer narrative:
Device passed displacement test. Device received with cracked battery tube threads, cracked lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label and broken belt clip slot. The p-cap locks into the reservoir compartment properly noted. Device received with a flush drive support disk. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the bottom of the insulin pump on the bubble sticker was corroded. The insulin pump had cosmetic damage. It was stated that the drive support cap was damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.